Manufacturer narrative:
MFR's report date: 04/20/2011. (B)(4). Expiration date either 09/01/2013 or 10/01/2013. The sample was manufactured between (B)(4) 2010 and (B)(4) 2010. The report of a check valve failure was confirmed. During functional testing, backflow was observed from the secondary to the primary tubing. The root cause could not be identified as no fault was found during the supplier's investigation of the valve. It is possible that a particle responsible for the backflow was flushed from the system before the supplier's testing and inspection.

Event description:
Customer reported the anti-reflux valve (check valve) did not work on a new administration set. The medication from a secondary set backed up into the lowered main bag at a high rate. The med was pamidronate 30 mg/300 ml saline to infuse at 64 ml/hr, but the drops were just short of a continuous stream. The med was stopped, reprogrammed, the pump switched out and then the tubing switched out. There was no pt harm reported. No add'l info was available.